Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg ceased functioning. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the ipg was removed and replaced and stimulation was restored.